Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that: the insulation resistance value of distal-end was out of standards due to the burnt plastic distal end cover (c-cover); angulation in the up direction was out of standards due to the worn angle-wire; the gap on up/down knob was out of standards due to the worn angle-wire; the aspiration quantity was out of standards due to the broken channel tube; waterproof failure due to the broken channel tube; and light guide bundle was abnormal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due improper reprocessing. The foreign material could not be identified. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the during preparation for use, the angulation on the colonovideoscope worked but angulation control knob felt too stiff. The unspecified diagnostic procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, foreign material was found exiting the auxiliary jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.